Event description:
In 2008 - technician stated the bed had no power. The bed was in storage for some time. No injury or incident reported. In the next day - tech stated he found the ac power cord was pulled from the pcm board, damaging the pcm board. He stated, he is not going to repair this bed at this time. He will be using this bed for parts.